Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-25. H6: investigation summary: five photos and one actual sample was received by our quality team for evaluation. From the photos, black foreign matter was observed on the eclipse hub. The sample was subjected to visual inspection to check for foreign matter. Loose black foreign matter was observed inside the eclipse hub. The foreign matter was sent for ftir testing to determine the foreign matter type. The results indicated that the spectrum showed silicone was a reasonable match with the foreign matter. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Silicone is dispensed onto the cannula for lubrication at the lubrication station of the assembly machine. However, the silicone used in manufacturing is clear and not black in colour. It is suspected that the production technician could have placed the empty rack (rack without the product) before the lubrication station where this empty rack flow to the lubrication (silicone) dripped to the rack pin. The rack eventually continued to the subsequent processes and could have contacted with the black dirt near the machine vicinity. When this empty rack reaches the hub loading station, the eclipse hub was loaded to the rack pin. The silicone with dirt eventually transferred to the inner surface of the eclipse hub. Awareness training to the production technician on this foreign matter defect and emphasize to place all empty racks after the uv oven.

Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 25x5/8 rb experienced foreign matter contamination. The following information was provided by the initial reporter: bd eclipse 1ml 25g x5/8 needle and syringe. Opened package to use and noted black powdery substance in the needle hub. Package was intact. 00382903057801 barcode, lot#7081242, exp: 2022-03-31. Found only 1 package affected. Discovered it before drawing up medication. Did not use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ll w/ndl eclipse 25x5/8 rb experienced foreign matter contamination. The following information was provided by the initial reporter: bd eclipse 1ml 25g x5/8 needle and syringe. Opened package to use and noted black powdery substance in the needle hub. Package was intact. (B)(4) barcode, lot#7081242, exp: 2022-03-31. Found only 1 package affected. Discovered it before drawing up medication. Did not use.